Event description:
The user experienced issues with low patient sodium and potassium recovery occurring sporadically for about 1.5 to 2 years for multiple patient samples as part of a blind study. The serum samples were in cryovials on top of 13 x 100 mm tubes. It was noted the user was freezing, thawing, vortexing and centrifuging the samples several times. The samples are for research, but the data can be used to make changes in the patient's treatment. The following patient data was provided which was discrepant. The unit of measure for sodium and potassium is mmol per l. The following samples were separate serum samples from the same patient. Sample 1 initial potassium result on (B)(6)-2009 was 3.2, repeat result on (B)(6)-2009 was 3.9. Sample 2 initial (B)(6)-2009 was 3.7 and repeat result on (B)(6)-2009 was 3.9. Sample 2 initial sodium result on (B)(6)-2009 was 129.4, repeat result on (B)(6)-2009 was 139.9. Sample 3 initial sodium result on (B)(6)-2009 was 129.9, repeat result on (B)(6)-2009 was 135.5. Sample 4 initial sodium result on (B)(6)-2009 was 126.3, repeat result on (B)(6)-2009 was 134.7. The results from (B)(6)-2009 were reported. No treatment was based on the earlier results.

Event description:
The user experienced issues with low pt sodium and potassium recovery occurring sporadically for about 1.5 to 2 yrs for multiple pt samples as part of a (B)(4) study. The serum samples were in cryovials on top of 13 x 100 mm tubes. It was noted the user was freezing, thawing, vortexing, and centrifuging the samples several times. The samples are for research, but the data can be used to make changes in the pt's treatment. The following pt data was provided which was discrepant. The unit of measure for sodium and potassium is mmol per l. The following samples were serum samples from the same pt. Sample 1 initial potassium result on (B)(6) 2009 was 3.2, repeat result on (B)(6) 2009 was 3.7 and repeat result on (B)(6) 2009 was 3.9. Sample 2 initial sodium result on (B)(6) 2009 was 129.4, repeat result on (B)(6) 2009 was 139.9. Sample 3 initial sodium result on (B)(6) 2009 was 129.9, repeat result on (B)(6) 2009 was 135.5 sample 4 initial sodium result on (B)(6) 2009 was 126.3, repeat result on (B)(6) 2009 was 134.7. The results from (B)(6) 2009 were reported. No treatment was based on the earlier results.

Manufacturer narrative:
The investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Application and reagent issues were excluded. No product malfunction was observed. Sample carryover due to inappropriate sample preparation seems to be the most likely cause. Instrument within run precision is acceptable. No adverse events were reported.